Event description:
It was reported that the user experienced dexcom g7 cgm signal loss to the ilet, and support assisted with re-pairing by toggling and re-entering the pairing code, noting it could take up to 30 minutes for reconnection, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected systems, characterized by intermittent communication failure linked to the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.